Event description:
Related manufacturer report number: 2017865-2023-18645. It was reported that auto mode switching was observed on the atrial lead. The right atrial (ra) lead was farfield oversensing signals from the left and right ventricle. Programming changes were made. There were no patient consequences before, during or after the event.